Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 [related manufacturer reference number:(B)(4)], the left lead was fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.